Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows that the post has separated from the plate. The post and plate both show signs of attempted use including marking on the product surface as well as blood being present. The inspection of the plate track shows that the track has bent, and the post is no longer present in the track. A determination cannot be made as to what caused the plate track to bend. A lot number cannot be made from the provided photos. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet ribfix advantage long bridge & 23mm posts catalog#: 323.1033 lot #: unknown; zimmer biomet ribfix advantage 9.5mm washer catalog#: 323.1290 lot #: unknown quantity: (B)(4); zimmer biomet ribfix advantage x-drv locking cap catalog#: 323.1205 lot #: unknown quantity: (B)(4). G2: foreign - south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the back end of the post separated from the channel in the bridge intraoperatively. The surgeon was able to safely remove the plate and repair the fracture with a new plate. There were no consequences or impact to the patient. It was reported that no further information is available.